Event description:
On march 23, 2005, this spv-2010 polaris adjustable valve was implanted into the patient for v-p shunting. The initial setting pressure was 150mmh2o. In 2005, the patient presented overdrainage symptoms, despite a pressure setting at 200 mm h2o. The doctor revised the valve. No patient injury was reported, except transient neurological complications.